Event description:
Type of procedure: lar. According to the reporter: when the surgeon went to use the egia45amt instrument to transection the rectum, the cartridge did not fire perfectly. The problem was that the distal part of staple didn't make a b formation. The tissue with malformed staples was resected by the use of another, therefore, there was tissue loss. The damage was corrected by using another (egia45amt). No blood loss of 500cc due to the product problem. No further complication was reported. The surgery was not extended by more than 30 minutes. There was no blood loss of 500cc due to the product problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).